Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of defective intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported "defective lens". The product has not been received to evaluate. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).